Manufacturer narrative:
E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker malfunction error message. It is unknown if the device produced sound at time of report. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Updated 510k from k150310 to k171801. The field service engineer (fse) contacted the customer, and they identified the speaker malfunction error message on the x3 device. The fse advised the customer to use one of the backups x3 temporarily until the onsite inspection. The following functional tests were performed: once onsite the fse tested the device and could not replicate the issue. The were no issues with the device and it was operating to specification. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The fse found the device to be working to specification. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.